Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
The lead presented with noise observed on the rv pace/sense in device recordings and a gradual increase in impedance from 600ohms up to 1800 ohms. The lead was successfully extracted. Should additional information be received, this file will be updated.